Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 40mm diameter abdominal aortic aneurysm approximately one month ago. The infrarenal neck angulation is less than 15 degrees. The aorta is 20 mm in diameter proximal to the aneurysm and is greater than 25 mm at the distal end of the aneurysm. The aortic neck was mildly calcified. It was reported that there was a proximal type I endoleak observed post implant. The physician elected to place a palmaz stent to resolve the type I endoleak. On the final angio run, there was a very slight type I endoleak still remaining. The physician thought this might be attributed to calcification in the neck affecting the seal. Patient was discharged. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (calcified aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (calcified aortic neck).